Event description:
Same case as MFR #: 2134265-2008-03759. This event is reportable based on the product analysis approved on 11/13/2007. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the device was unable to cross the lesion. The 95% stenotic lesion was located in the severely tortuous and severely calcified left circumflex artery. The physician advanced the 2.75x20mm taxus liberte stent to the lesion, but was unable to cross. There were no patient complications. The procedure was successfully completed with another 2.75x20mm taxus liberte stent. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: visual examination of the unit revealed damage to the proximal edge of the stent. Some proximal stent struts were mis-aligned. The stent had moved distally on the balloon by 2mm so that the distal edge of the stent was located at the distal markerband. This type of damage is consistent with the delivery system encountering some form of restriction. The complaint report states that the physician encountered significant resistance upon inserting the device. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is handling damage.